Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-04391 and 2134265-2014-04386. It was reported that auto pullback failed. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, an intravascular ultrasound was performed but the motor drive unit failed to perform pullback and could only do a manual pullback. The procedure was completed successfully by performing a manual pullback. No patient complications were reported and the patient's status is stable.